Event description:
It was reported that the lead was oversensing and there was noise noted. It was also reported that a large number of atrial fibrillation and atrial tachycardia episodes noted upon interrogation. The device was reprogrammed and the lead remains in use due to medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.